Event description:
It was reported that the ilet pump displayed ¿charging 0%,¿ failed to accept charge on multiple chargers, and could not hold a battery charge, indicating a power and battery depletion issue affecting the device¿s power subsystem. Symptoms included device nonfunction and inability to maintain operation. Outcomes included interruption of insulin therapy and the need for backup diabetes management while the device¿s functionality was in question.

Manufacturer narrative:
Investigation included technical support assessment and user education on data sync, shutdown, and water resistance considerations. Investigation of this case revealed a suspected internal battery or charging circuit malfunction. It was concluded that the device was not reliable for continued use and required replacement to restore intended therapy.